Manufacturer narrative:
The patient was born in 1973. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as poor environment/source of water. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. After fourteen days from the onset, the antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow-up.